Event description:
According to the reporter, during an open reduction internal fixation (orif) procedure of a distal femur, the surgeon was inserting a screw and the tip of the screwdriver (314.05) broke. The broken fragment was retrieved and discarded of by the account. The surgeon used another screwdriver to complete the procedure with no further problems. No adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Product development evaluation noted that the tip was slightly twisted with section of one flat missing. The missing piece was not returned. The remaining flats of the tip each have a crack. The edges of tip are rounded and appear to have been heavily used. The rest of the screwdriver appears to be in good condition. The cannulated screwdrivers are only to be used over a wire and are never for final tightening. Final tightening is always to be done by hand with the use of a torque limiting attachment (tla). The tlas are not cannulated and can never be used with the cannulated screwdrivers. The solid screwdriver shaft and torque limiting attachment are used for final tightening. Per the manufacturing evaluation, the screwdriver has been in the field since 2004. This investigation found that given that the tip appears heavily used and it is unknown how the screwdriver had been used over the last 8 years, it is product developments conclusion that the disposition for this complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.